Event description:
According to the reporter, during a laparoscopic gastric bypass, the reload got locked and would not fire. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d10, g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the returned device was found to be partially fired and engaged in interlock. It was reported that the device did not fire and the staples released prematurely from the device. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led a photographic evaluation of what appears to be one device. A visual inspection of the returned photo noted that there were staples protruding at the proximal end of the cartridge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the reload got locked and would not fire. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bypass gastroplasty laparoscopic procedure, the reload got locked and did not fire. Another reload was used to complete the case. There was no patient injury.